Manufacturer narrative:
(B)(4). Please disregard all information submitted in report number 3004753838-2016-68156 as this report was submitted in error as a duplicate. The information in that report has previously been submitted under report number 3004753838-2016-22568.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.